Event description:
It was reported that shortly after implant, out of range pacing lead impedance measurement was noticed. All other measurements were in range. The physician indicated that there was no problem with lead location. During a subsequent f/u, all measurements were in range. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.